Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january. Block d6b: explant date: january.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 1104347. UDI#: (B)(4). Product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7070611. UDI#: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained. Additional information was received that the spinal cord stimulator (scs) was explanted due to inadequate pain relief. All device components were removed and kept by the medical facility.